Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "doctors using stapler on patients then it got jam, cannot work anymore". Another device was used to complete the procedure. No patient injury or consequence reported. The patient's current condition reported as "fine".

Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore". Another device was used to complete the procedure. No patient injury or consequence reported. The patien'ts current condition reported as "fine".

Manufacturer narrative:
(B)(4).